Event description:
The hcp called regarding a reservoir volume discrepancy. The expected reservoir volume was 3 ml, but the actual reservoir volume was 18 ml. The pump was last filled about a month ago. The pump contained morphine 10mg/ml infused at a rate of 5 mg/day. No patient symptoms were reported. A follow-up report will be sent if additional information becomes available to us.